Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the monitor did not display when powered on the arctic sun device. Per review of wo on 08nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 11nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Event description:
It was reported that the monitor did not display when powered on the arctic sun device. Per review of wo on 08nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 11nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The device was evaluated upon receipt. Display replacement needs to be performed. Replaced control panel. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. Preventive maintenance was performed on the device. Replaced circulation and mixing pump heads as preventive maintenance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: e, f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.